Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "failed to alarm when a downstream occlusion occurred at 40 psi" was not confirmed and not reproduced. The root cause was not identified. No repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report an ipump in which the device failed to alarm when a downstream occlusion occurred at 40 psi. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.